Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the pacemaker fails to be interrogated and a device replacement was recommended. However, the patient entered into hospice care due to declining health conditions from covid. No intervention would be performed.